Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic colectomy procedure, the surgeon was using the device and during activation of the device the active tip broke off. The tip fell into the pt and was retrieved with a grasper. Another device was used to compete the procedure. There were no adverse consequences for the pt.